Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device brand name.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not detected on bus on 3 different drawers. A field service engineer (fse) reseated row board cables on drawers 1.1 and 3.1 and replaced drawer controller and module controller on drawer and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.